Event description:
A consumer reported seeing bright radiating glare when driving at night following intraocular lens (iol) implant surgery. Information from the surgeon revealed that the patient had posterior capsule opacification. The surgeon noted that the patient was now out of town and would not be seen in follow up for some time.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/26/2009, 03/12/2009, 03/13/2009, and 03/17/2009 by phone, fax, and mail. A completed questionnaire was received on 03/17/2009. This report was mailed to FDA on: 03/27/2009.